Manufacturer narrative:
Patient ID: (B)(6). Patient weight reported as (B)(6). This report is for an unknown nail/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that cut-out of a trochanteric fixation nail system advanced (tfna) device was identified when the patient complained of pain and x-rays were taken at six weeks post-operative. The original procedure was performed on (B)(6) 2015. The original construct (a long nail, helical blade and two screws) was removed fully intact and there was a revision to a total hip construct. There was no surgical delay. The revision procedure was completed successfully without incident. This report is for an unknown nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per reporter, the patient is an (B)(6) year old male described as having "soft bone" by the representative. He did not have his height, described as "tall/thin". Nothing will be coming back; devices are in the possession of the facility & will not be returned.